Event description:
Customer called on (B)(6) 2011 reporting that fluid was leaking from the gravity sump cannister of a lx20. Customer was unable to get to it and required service. Customer mentioned that fluid was contained and no one needed medical treatment. Customer noted that the leak was the wash waste and was contained. Customer mentioned that they had stopped running the instrument after the last patient result had been reported and qc was run to verify results. No erroneous results were generated as a result of this incident. Field service engineer (fse) was dispatched and found the gravity sump overflowing. Fse proceeded to replace the float switch and flushed the valve/drain manifold. Instrument was then primed and no further leaking was observed. Repair was then verified per established procedures.

Manufacturer narrative:
Evaluation - result: fse replaced the float switch and flushed the valve/drain manifold. (B)(4).